Event description:
The packaging of product (argyle infant heel warmer) broke apart while squeezing to apply on infants heel for pku test. The fluid in the pack spilled all over the infant and nurse performing the test as well as surrounding objects. Chemicals got on to the infants face but was wiped off immediately, no burning, change in skin or apparent distress to infant. Dates of use: (B)(6) 2013. Reason for use: infant heel warmer.